Manufacturer narrative:
The samples were collected in a 13x100 mm sst tube. Calibration and qc were within established specifications. Service call was not initiated or requested. The root cause is unknown.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous low glucm result generated on the synchron lx 20 pro clinical system when run in duplicate mode. The erroneous result was not reported out of the laboratory. The result was repeated, which better matched the duplicate run result. Patient treatment was not impacted by this event, since the customer runs in duplicate mode and verifies result prior to reporting.